Event description:
It was reported that the user awoke to a pump alert for low glucose and observed a continuous glucose monitor value of 57 mg/dl on a g7 sensor; the user treated with a few pieces of chocolate and glucose returned to range. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention. Investigation included complaint intake review, event chronology assessment, and user education on hypoglycemia treatment. Investigation of this case revealed that the low followed an extended hyperglycemic period after prior overtreatment of a low, with subsequent automated correction dosing likely delayed and then more aggressive, which can contribute to a later glucose drop; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with multifactorial glycemic dynamics rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.